Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Visual inspection showed that the two rings lock are damaged. This damage most likely occurred during the surgical procedure, when the surgeon tried to impact the insert in the reverse corolla. Examination of the insert reveals damage. The insert may have been in the wrong position during the impaction procedure. The surgeon may have attempted to force impaction of the insert into the reverse corolla. There is no element which could jeopardize the conformity of the products. A conclusive root cause could not be determined; however, it is most likely malpositioning of the insert during impaction or forceful impaction into the corolla. (B)(4). This device is not manufactured by (B)(4) in the united states; however, we are filing this report as (B)(4) manufactures a similar device in the united states under 510k number k060694. (B)(4).

Event description:
During a shoulder arthroplasty, the insert would not seat in the corolla. The corolla was replaced and another insert seated. This resulted in a 1 hour delay.